Manufacturer narrative:
Device investigation could not be conducted since it was not returned to manufacturer. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. During processing of this complaint, manufacturer attempted to obtain complete event and information. Based on the obtained information it is supposed that the tip of the catheter might be trapped by the targeted cto lesion. For bail out, removal manipulation might be conducted with continued rotation and/or pull back manipulation with force, resulting the breakage of the tip due to the force exceeding the product design limit. IFU describes in sections of warning and of precautions; do not use this microcatheter to an advanced calcified lesion. Do not rotate this microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive rotations. If resistance is felt while rotating this microcatheter, do not proceed with further rotation regardless of the number of performed rotations. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break apart this microcatheter or damage the blood vessels.) If any resistance or something abnormal is felt when removing the guide wire from this microcatheter or when re-inserting the guide wire into this microcatheter, discontinue the operation and remove the guide wire and this microcatheter as one unit. (This microcatheter may be bent or twisted. Continuing the operation may cause damage to or break apart of this microcatheter.)

Event description:
Reportedly, corsair 135 cm catheter was advanced over the concomitant guidewire to treat mildly tortuous mildly calcified cto lesion of lcx, and engaged to the proximal cap of the target lesion. Physician attempted to remove the guide wire to exchange with another guidewire, found that the guidewire was getting stuck, so that physician removed the guidewire and the corsair as a unit. It was found that the tip of corsair "displaced".

Manufacturer narrative:
During processing of this complaint, manufacturer attempted to obtain complete event and information. Investigation of the device returned on 4/21 revealed that the tip of the catheter was entirely broken off. Trace of rotational force and pulling force were observed on the breakage site of the catheter. Lot history review on the obtained lot number revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the outcomes of the investigation of returned device, it is inferred that the tip of the catheter might be trapped by the targeted cto lesion. For bail out, removal manipulation might be conducted with continued rotation and/or pull back manipulation with force, resulting the breakage of the tip due to the force exceeding the product design limit. IFU describes in sections of warning and of precautions; do not use this microcatheter to an advanced calcified lesion. Do not rotate this microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive rotations. If resistance is felt while rotating this microcatheter, do not proceed with further rotation regardless of the number of performed rotations. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break apart this microcatheter or damage the blood vessels.) If any resistance or something abnormal is felt when removing the guide wire from this microcatheter or when re-inserting the guide wire into this microcatheter, discontinue the operation and remove the guide wire and this microcatheter as one unit. (This microcatheter may be bent or twisted. Continuing the operation may cause damage to or break apart of this microcatheter.)

Manufacturer narrative:
(B)(4)